Event description:
Harmonic ace shear would not fire. Checked cord -- repositioned and replaced. Harmonic shear still would not fire. Replaced and new device worked well. The harmonic shear was a reprocessed item with stryker sustainability solutions.